Event description:
Customer called due to high bg's and continuing to rise. Advised customer that the paramedics would be called and they were in agreement. The paramedics arrived and they stated that they would take care of them and advised that they would be called back.